Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had a pacing impedance drop during interrogation. No intervention was done. According to the paperwork, the issue was resolved on the same date of the malfunction. The lead is still in use. The patient is a participant of (B)(6). No patient complications have been reported as a result of this event.